Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on 03/02/2018 stating that there was an out of range impedance. There were also low amplitudes and high thresholds observed. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).